Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) competitor implantable pacing lead (B)(6) 2006, 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was found by review of remote monitoring transmissions that the left ventricular (lv) lead thresholds were higher for an extended period of time and the device lv outputs were adapting to values in the range of 3-4 volts. The lv lead is still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the device battery voltage was at recommended replacement time (rrt). The weekly battery voltage trend data shows min bat equal to 2.938 to 2.631 volts between (B)(6) 2012 is before device rrt less than equal to 2.6251 volt.

Manufacturer narrative:
(B)(4).